Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received, the cause of the reported incident could not be determined.

Event description:
The patient reported exposed and frayed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on (B)(6) 2023. The investigation codes along with investigation results will be provided in a subsequent submission.